Manufacturer narrative:
The evaluation showed, that the bolt in the upper part disengaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws are loose and the joint has clearance. No fall, no injuries.